Event description:
The customer reported that following a right and left heart catheterization procedure in 2000, a vasoseal es was deployed. During the deployment, the physician experienced difficulty in advancing the tissue dilator. However the procedure was completed and the right groin site was soft post deployment. Two hours later, the pt complained of pain and numbness when ambulated. The pt was taken to radiology for a doppler study which revealed an occlusion. The pt was taken to surgery for a right common femoral artery and superficial artery, and external iliac endarterectomy with a hemashield patch and removal of the vasoseal collagen from the right common femoral artery. The pt was discharged on march 12, 2000 in stable condition. The pathology report showed that the specimen extracted from the arteriotomy was collagenous debris. It was noted in the operative record that the surgeon dictated that "it was clear that 90% of the collagen plug was inside the artery and was the occluding agent." No further complications were reported.